Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was caller stated patient's stimulator was not functioning well, note was from hcp on (B)(6) 2020, thus the neurostimulator was replaced. No further detail available. Troubleshooting was not required. The issue was not resolved through troubleshooting.